Event description:
It was reported to philips that the image quality was reduced, impacting the patient procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency cardiac arrhythmia procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Philips field service engineer (fse) conducted an onsite visit and confirmed the reported problem. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, the system calibration required. To resolve the problem, fse conducted generator adjustments, dose testing, fast dose calibration, energy and signal flow tests, and edl verification. After repairs were completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.